Manufacturer narrative:
D1. Brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4. Detailed product information was not provided to bsc. We completed a good faith effort to obtain information. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that embolization occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman truseal access system (was) and an unknown watchman laa closure device and delivery system (wds) were selected for use. The device was implanted without complication. Before the patient was discharged it was noted that the closure device detached into the descending aorta. The device was successfully retrieved using a catcher through the artery. The laac procedure was discontinued. The patient was noted to be in stable condition following the procedure.